Manufacturer narrative:
(B)(4). Date sent: 1/4/2018. Batch # unknown. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot. Additional information received: the surgeon used seamguard buttressing and a pulse fire technique for the first firing. After the device was reloaded and inserted for the second firing, the surgeon visually observed a staple in the buttressing along the first firing that was harpoon shaped, it looked like it was completely straightened out. No malformed or missing staples were observed in the tissue. The surgeon and sales rep are curious if the staple could have been picked up by the knife, cut by the knife, etc. And would like an explanation of where it came from.

Event description:
It was reported that during an sleeve gastrectomy procedure the surgeon noticed a completely straight staple stuck to the buttressing material. This was noticed after having completed the first firing with a black gst reload, after positioning the device for the second firing, but before actually firing it. Procedure was completed with the same stapler. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Batch # p57z74. Investigation summary: the analysis found that one plee60a device was returned with no apparent damage and with no cartridge loaded on the device. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The reported event could not be confirmed as the device performed without any difficulties noted during the functional testing. This report is not intended to deny that you experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot.